Event description:
It was reported that during a laparoscopic colon procedure, the jaws didn't flat and the clip to be kink when the first firing. The device was locked in the second firing. Automatically jaws cannot use. Another device was used to complete the procedure. There were no adverse consequences for the pt. Additional info has been requested: "the jaws didn't flat and the clip to be kink when the first firing. The device was locked in the second firing. Automatically jaws cannot use." Unsure what this means. Please clarify.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.